Manufacturer narrative:
(B)(4). Returned meter evaluated with defect found. Returned test strips evaluated with no defect found. Qc investigation on 9/4/2018 returned meter produce e-7 error code. Final root cause: miscellaneous user induced contamination on the strip connector test strip UDI# (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved. No symptoms or medical attention reported since the original call. Customer satisfied with the replacement product.

Event description:
Consumer reported complaint for e-3 blood glucose results. Wife is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of having a headache and feeling dizzy. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a blood test was performed by the customer and produced test results of e-3 using true metrix meter. The test strip lot manufacturer's expiration date is 10/20/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.